Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received power error detected alarm. The customer's blood glucose was unknown at the time of incident. Troubleshooting was not performed and the device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No pump error detected were noted during testing; however there is a black spot in the upper right hand corner of the lcd display. Upon further review of the unit's interior, traces of corrosion were found around the battery connectors and on the back of the lcd display. Insulin pump has a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located.